Manufacturer narrative:
A device history record review was performed for the subject device lot number 9166929. Manufacturing location: (B)(4). Date of manufacture: 03. Feb. 2015. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. A product development investigation was performed for the subject device driving cap, part number 03.010.475, lot number 9166929. The subject device was returned with the complaint condition stating: the 03.010.475 lot number 9166929 driving cap was returned and reported to have broken during surgery. This complaint condition was likely caused by over two years of consistent use and possible angled hammer blows to the device; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, DHR review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. The 03.010.475 driving cap is an instrument routinely used in the suprapatellar instrumentation for titanium cannulated tibial nails. The device was returned and reported to have broken during surgery. This condition is confirmed; the threaded distal tip has sheared off at the base of the shaft of the device. The device was manufactured in 2/2015 and is over two years old. The balance of the returned device is in fairly battered condition consistent with usage with a hammer. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Upon review of the device history record, no ncrs germane to the complaint condition were generated during the production of this device. All measurements have been performed by calipers. It is likely that over two years of consistent use and possible angled hammer blows to the device has led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant medical products: mallet part #unknown, lot #unknown, quantity 1.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Without a lot number, the device history record review could not be requested. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent surgery on (B)(6) 2017 for a left, distal tibial suprapatellar fracture. As the surgeon was giving his last final impact, the driving cap broke in two pieces at the site of the threads. It was reported that as the surgeon was inserting the nail with the driving cap, he heard a funny noise right before it broke. It was described as a clean transverse break and the threaded piece became stuck in the insertion handle but was easily removed. There were no issues reported with the insertion handle. It was confirmed that there were no fragments left in the patient and no delay in surgery. The remainder of the surgery was completed successfully and the patient reported as stable. Concomitant device: insertion handle for suprapatellar (part #03.010.440, lot #unknown, quantity 1); unknown device used with driving cap (part #unknown, lot #unknown, quantity 1); nail (part #unknown, lot #unknown, quantity 1). This is report 1 of 1 for (B)(4).